Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the physician noted redness at the pump pocket site. The patient had an infection at the pump pocket site. The patient was admitted and given IV (intravenous) antibiotics. After 24 hours of the patient receiving the antibiotics, the physician decided to explant the entire system. The patient status was reported as ¿alive-no injury¿. Additional information has been requested, but it was not available as of the date of this report.